Event description:
During a pulmonary vein isolation procedure, a faradrive was selected for use. During the procedure, the faradrive was into the patient and the physician inserted the farawave. Then when air was aspirated from the faradrive, the syringe was filled with a lot of air, even after 3 syringe filling. The air was seen in sheath during the second aspiration when the farawave was into the sheath. The air was visible into the aspiration syringe and even after few aspirations, the air was still present into the new aspiration syringe. The physician asked for a sheath replacement. The device was replaced and the procedure was completed successfully. There were no patient complications.